Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs and performance testing confirmed the device failure to complete its internal self-test. Based on all available evidence and complaint investigations of a similar nature, the device self-test was most likely due to a software issue. The device software was upgraded to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test even after the device was serviced. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test even after the device was serviced. There was no patient injury reported as a result of this incident.